Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that debris did fall into patient, and was successfully retrieved. There was no harm or impact to the patient. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a tailor¿s bunionectomy, the tip of a cannulated screwdriver broke while the user was torquing to implant a screw. The event occurred intra-operatively, and the surgical team switched to a solid screwdriver and proceeded without a prolonged delay. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.